Event description:
On (B)(6) 2013, the customer reported high neutrophil counts on the quality control samples and requested a beckman coulter field service engineer (fse) visit to evaluate the instrument. During this service call, the fse identified a prior instrument leak in the coulter act 5diff autoloader (al). The fse reported evidence of a leak near solenoids 31-35 on the instrument. The leak was contained within the instrument. The operator was wearing gloves, lab coat, and protective eyewear when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined the leak had corroded solenoid bank 31-35. The fse replaced solenoids 31 to 35 resolving the leak. He also replaced the rinse bath filter as preventative maintenance. Identified failure mode: failure mode is related to lv 31 and 35. The failure modes identified is likely to generate erroneous cbc (complete blood count) / differential results due to improper bath drainage. Results may be flagged, un-flagged, or non-numeric. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).